Event description:
In this event it was reported that several pts experienced post operative sensitivity after use of ah plus jet; antibiotics were administered as a result.

Manufacturer narrative:
Post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in many cases will spontaneously resolve. By definition and distinction from endodontic therapy, sensitivity is not irreversible nor will it become so if left untreated. Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. Thus, sensitivity in itself does not fit the definition of a serious injury or a malfunction. However, in this incident medical intervention was administered. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The material was returned, evaluated and found to be within spec.